Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity and halos in both eyes(ou) at the 1-month post op exam. A brief description from the surgery center indicated at the 1-month post op exam, the patient experienced halos at night, fluctuations in vision and light sensitivity that is worse than prior to treatment. The patient's chief complaint was of transient light sensitivity. The surgery center noted the patient was started on prolensa to treat the symptoms. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 1.00 x -2.25 x 95, left eye pre-op 20/20 .25 x -1.50 x 80.